Event description:
Pt in chemotherapy clinic - noted with pain and swelling at port-a-cath site. Unable to visualize catheter tip by x-ray. Catheter tip located by echo-cardiogram and retrieved from right atrium of heart. Catheter tip was discarded. Pt to be scheduled for port removal.